Manufacturer narrative:
Upon receipt the ICD was unable to be interrogated. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, twiddler's syndrome, subclavian crush syndrome or other lead insulation damages. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless.

Event description:
This device was unable to be interrogated when the patient arrived at the ER. The device showed about 3% battery via home monitoring but the patient had to be rescued externally because he was having a vf arrest. There have been rv lead issues since 2012. First low shock impedance and then a high shock impedance. Upon opening the pocket, the rv lead was visually eroded and wires were externalized. The hospital retained this device. Should additional information be received, this file will be updated.